Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. Failure analysis (fa) found the instrument had a frayed grip at the distal end. The instrument was also found to have a broken grip at the grip base. A piece approximately 0.231" x 0.615" was found to be broken off of the yaw pulley. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument had broken cables. The procedure was completed with no reported injury.